Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor displayed code 29 - charge profile fault. The cause of the code 29 si a damaged green wire on capacitor c19 of the defibrillator board. The root cause of the damaged capacitor wire cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed svc code 29 (charge profile fault). The last pt to use this monitor did not report any deficiencies.